Event description:
It was further reported that the balloon ruptured during the first inflation and was removed intact from the patient.

Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), a balloon rupture occurred. The target location for the treatment was unknown. The physician advanced 2.0mm x 15 mm apex balloon catheter to treat the target lesion. Upon inflation the balloon ruptured at unknown pressure. The device was removed. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed that during an attempt to inflate the balloon, a pinhole leak was noted. The leak was present over the distal edge of the distal markerband. A detailed examination of the balloon material and markerband could not identify any issues which could potentially have contributed to the leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).